Event description:
Pt presented to (B)(6) hosp from nursing home s/p cardiac arrest; intubated on multiple pressors due to shock, per protocol post cardiac arrest targeted temperature system implemented with arctic sun. Arctic sun in place on (B)(6) 2019 at 1920. Upon removal of the arctic sun cooling pads, the pt's skin was reported "without multiple layers of skin intact," the pt's skin looked like she had second - degree burns." Clinical engineering investigated the equipment, performed preventive maintenance and it produced a mixing pump failure. The MFR rep reviewed the equipment for alarms, there were no alarms noted.